Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or download history. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A force sensor calibration test was performed and the force sensor was found to be out of calibration. The pump was opened for investigation and high resistance force sensor was found.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported a high blood glucose (bg) event. The patient claimed that on the morning of (B)(6) 2012, she began to vomit and was vomiting all day. Prior to the event, the patient claimed that her bg levels were within normal limits. Paramedics were contacted by the patient's daughter. She was transported to a hospital where her bg was tested on an unspecified device and a result of over "700 mg/dl" was obtained. The patient was taken off the pump and placed on an IV insulin drip. According to the patient, the patient's pump was taken to a pharmacy for an unknown reason. An unidentified health care professional (hcp) reportedly instructed the patient to begin using the pump again. The patient mentioned that she had changed the infusion set on (B)(6) 2012, because of her elevated bg level. She denied observing a bent cannula, or bruising, lumps, bumps, or bleeding at the site. She was rotating her sites every 3 days. The patient denied having issues with the infusion set or cartridge. She also denied having changes in activity level and her diet. The patient did not have any recent illnesses or medication changes. She admitted, however, to losing weight ((B)(6)). Within the past 1.5 months. During the contact with anm, the patient did not have the subject pump for review or troubleshooting. The patient stated, however, that a diabetes doctor reviewed the pump and did not think it contributed to the patient's high bg level. On the other hand, the patient reportedly felt as though the pump was unsafe to read since the display was allegedly dim. It is unknown what date/time the alleged display issue began. The alleged display issue is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump was replaced. Multiple attempts by anm to contact the patient for follow-up information have been unsuccessful. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she was hospitalized and treated for hyperglycemia. However, at this time, it is unknown if the pump and/or use-error contributed to the patient's injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.